Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the blade would not light when connected to the handle. The alleged defect occurred during pre-testing; prior to patient use.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the blade would not light when connected to the handle.the alleged defect occurred during pre-testing; prior to patient use.